Manufacturer narrative:
.

Event description:
The handheld and software were received for analysis on 05/20/2015. Product analysis for the handheld was completed and approved on 06/09/2015. An analysis was performed on the returned handheld and no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Product analysis for the software was completed and approved on 06/09/2015. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported on (B)(6) 2015 that a physician¿s hand held is not recording settings after they are programmed. It was stated that when the device is used to interrogate a patient's device, the data is not saving onto the hand held. It was confirmed that the patient's device was able to be programed, interrogated and verified to be at appropriate settings but later when they go back to look at the history on the hand held the data is not saved/recorded on the device. The sales rep tried a hard resent and interrogated his demo device with the same results. It was verified that the dates on the search were within the correct range and that the date and time of the hand held itself was correct. The hand held device is expected to be returned for analysis but has not been received to date.